Manufacturer narrative:
(B)(4). On an unreported date, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a fungal infection and peritonitis, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reported to be due to a fungal infection that seeped into the peritoneum. The peritonitis showed a colon organism however, there was no perforation to the colon noted at the time of this report. The patient was hospitalized due to this event and remained hospitalized. The treatment for the peritonitis included unspecified antibiotics (dose, frequency and route of administration not reported). The patient has not yet recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 1 of 4.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown transfer set, while complaint (B)(4) addresses the minicap report, complaint (B)(4) addresses the disconnect caps report and complaint (B)(4) addresses the cassette report for this patient.